Event description:
Device 4 of 7: reference MFR report#: 1627487-2013-11381, 11382, 11383, 11385, 11386, 11387. The pt has two scs sys. Two of the pt's leads are the same model / lot. It was reported the pt has been unable to increase / received stimulation using her programmers. The pt was issued a new programmer but no resolution has been made. As a result, the pt will meet with an sjm rep for troubleshooting.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.